Event description:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility: ivc fitter was inserted via rt. Jugular access. Once deployed struts did not open. Had to manipulate wires/ catheters to open fitters struts.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.